Event description:
Per the audiologist, the pt's fixture fell out in 2008 while the pt's wife was changing the site dressing. The pt was seen by the healthcare provider several times between in 2008 to have the site cleaned and the dressing changed to assist in the healing process. Several different medications were also prescribed. The site reportedly had healed by 3 months later. In the following month, the pt presented with "ear drainage" and was fit with a softband. Additional info has been requested, but had not been reported at the time of this report was filed.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.